Manufacturer narrative:
Explant of the intraocular lens (iol).unexpected post operative refraction - anisometropia.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It as reported that the patient experienced a +2.00 diopter difference post operatively despite the use of ora (optiwave refractive analysis) intraoperatively. In addition it was stated that the patient could not tolerate the anisometropia post operatively. The incision was not required to be enlarged. No sutures were used and no patient injury was reported.

Manufacturer narrative:
Device was discarded. All pertinent information available to abbott medical optics has been submitted. Placeholder.